Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. It was also reported that the pump battery could not be charged. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery hot to the touch issue could not be verified. The information will be used for tracking and trending purposes.